Event description:
It was reported the customer had a no delivery alarm during a manual prime. Customer's blood glucose was 216 mg/dl. Troubleshooting assisted the customer with clearing the alarm. It was also found insulin was able to exit from the tubing with a push plunger. Troubleshooting could not be completed because the call was disconnected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.